Event description:
It was reported that the lift was stuck elevated due to a faulty motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - customer sent parts to perform repairs. Inspected by customer.